Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2023, the user woke up in the morning and noticed that her hearing performance with the device was getting worse. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In (B)(6) 2023, the recipient woke up in the morning and noticed that her hearing performance with the device was getting worse. The recipient has been re-implanted.

Event description:
In (B)(6) 2023, the recipient woke up in the morning and noticed that her hearing performance with the device was getting worse.the recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.